Event description:
It was reported that a cadd® cadd-legacy® plus pump alarmed high pressure at 46. No patient injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be damaged. There was no evidence of the reported issue in the event history log. The pump was powered on and a test cassette was latched. The pump was displaying a "service due" message, however pump passed all flow and pressure tests. The complaint could not be confirmed.